Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Dental implants regio 36/37 fractured. Construction was a single crown placed on a dental implant each. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 18 years in situ.